Event description:
On (B)(6) 2012, the patient was being treated with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. After deployment of the rmt281414 below the levels of the renal arteries the physician reported that the gore dryseal sheath caught on distal limb of the trunk-ipsilateral leg component pushing that device above the renal arteries. The device was pulled down below the renal arteries with a guidewire and the patient tolerated the procedure. It was reported that the sheath dilator was properly inserted. The sheath was discarded at the hospital, but the rmt281416 will be returned to gore for analysis.